Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump history was missing bolus records. The reporter noted that on unspecified dates, the patient obtained blood glucose levels ranging from 230 mg/dl to 500 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels. The patient corrected her blood glucose levels with bolus doses via the pump; she did not seek any medical attention. Troubleshooting revealed the pump history recorded basal doses and the date/time was set correctly. The issue of the missing bolus doses was not resolved. As the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. A bolus was programmed from the meter remote and was also accurately recorded in the pump history. The complaint regarding the bolus history could not be duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. Investigation also revealed that the keypad was peeling around the ok and contrast keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The contrast button was found to be unresponsive, but all other keypad buttons responded appropriately to button presses. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The contrast key contact was missing, and there was also evidence of contamination found under all key contacts.